Manufacturer narrative:
Manufacturer's investigation conclusion. The reported event of multiple low voltage alarms while on batteries was confirmed based on the information recorded in the log file. The data log file was successfully retrieved from the returned system controller serial number (B)(6) and contained events recorded from (B)(6) 2021 where multiple low voltage advisory and hazard alarms were recorded. The associated voltage levels suggested that the alarms occurred while on batteries and may suggest a possible issue with the controller¿s power cables. The log file also captured no external power events on (B)(6) at 2:24 am and (B)(6) at 2:01 am. The events occurred while the controller was connected to a mpu and the mpu lost power. The evaluation of the system controller revealed an inner conductor breakdown in both power cables. This conductor breakdown has the potential to result in the atypical low voltage alarms captured in the log file. The root cause of the inner conductor breakdown appeared to be related to wear and tear due to repetitive lead flexing during use. Incidental findings: inner conductor breakdown in both power cables. Heartmate ii patient handbook, rev b, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use, rev b, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate ii patient handbook, rev b, and the instructions for use, rev b, caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The labeling (heartmate ii patient handbook and heartmate ii instructions for use) addresses caring for the system controller power cables, avoid bending or twisting them and inspect the system controller power cables for damage daily. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The exchange of the system controller due to low voltages alarms was initially reported in manufacturer report number 2916596-2021-06295. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer report number: 2916596-2021-04655. It was reported that the patient had many low voltage alarms. A review of the log file revealed multiple low voltage alarms while tethered on batteries and it was recommended to clean the battery contacts. Additionally, there was a transient low voltage alarm on (B)(6) 2021 at 0443 while tethered on the mobile power unit (mpu). This may be due to the power cord coming loose from the wall outlet/connection with mpu or the house losing power. The log displayed transient elevations in power and flow associated with pulsatility index (pi) events during the approximately 10 day length of the log. Additional information reported that the patient's system controller was exchanged due to the low voltage alarms and the alarms resolved after the exchange.